Event description:
It was reported a blood leak was noted from the hemostasis valve on the fast cath introducer during an ablation procedure. Another device was used to complete the procedure with no consequences to the pt. Further info has been requested but not available.

Manufacturer narrative:
The device has not been received for analysis, when our investigation is complete, a follow-up report will be submitted.